Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 4mm x 2mm amplatzer piccolo occluder was selected for implant in a 20 days old patient with a weight of 642 grams. The patients condition prior to implant was critical and required ventilatory support on an oscillator, but stable prior to procedure. An umbilical venous catheter and an umbilical arterial catheter was placed at time of birth. A peripherally inserted central catheter (PICC) line was also placed on (B)(6) 2024. The patient's pda measurements were: minimal diameter of 3.3mm, diameter at aortic ampulla of 5mm, and length of 9mm. The device was able to be successfully implanted intraductally with no issues pre-procedure, during procedure, or post-procedure. On (B)(6) 2024, the patient had a blood culture performed and revealed pseudomonas aeruginosa. On (B)(6) 2024, the patient became symptomatic with hypotension, desaturations, respiratory distress, bradycardia, and ended up passing away due to septic shock secondary to pseudomonas bacteremia. The physician couldn't determine whether the death was related to the implanted device. The last echocardiogram prior to death demonstrated the device to be in good position with no residual flow, no obstruction to flow in the aorta or left pulmonary artery.

Event description:
It was reported that on (B)(6) 2024, a 4mm x 2mm amplatzer piccolo occluder was selected for implant in a 20 day old patient with a weight of 642 grams. The patients condition prior to implant was critical and required ventilatory support on an oscillator, but stable prior to procedure. An umbilical venous catheter and an umbilical arterial catheter was placed at time of birth. A peripherally inserted central catheter (PICC) line was also placed on (B)(6) 2024. The patient's pda measurements were: minimal diameter of 3.3mm, diameter at aortic ampulla of 5mm, and length of 9mm. The device was able to be successfully implanted intruducatally with no issues pre-procedure, during procedure, or post-procedure. On (B)(6) 2024, the patient had a blood culture performed and revealed pseudomonas aeruginosa. On (B)(6) 2024, the patient became symptomatic with hypotension, desaturations, respiratory distress, bradycardia, and ended up passing away due to septic shock secondary to pseudomonas bacteremia. The physician couldn't determine whether the death was related to the implanted device. The last echocardiogram prior to death demonstrated the device to be in good position with no residual flow, no obstruction to flow in the aorta or left pulmonary artery.

Manufacturer narrative:
An event of death, hypotension, bradycardia, hypoxia, respiratory insufficiency, septic shock and pseudomonas bacteremia was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and medical review, the cause of the reported death appears to be related to septic shock and pseudomonas aeruginosa. The cause of the reported septic shock and pseudomonas aeruginosa could not be conclusively determined. The death is most likely related to an underlying patient condition. The reported hypotension, hypoxia, bradycardia, and respiratory insufficiency appears to be a cascading effect. In the course of the complaint investigation it was identified that the device was conforming and there were no allegations of a device deficiency from the user; however, a CAPA was requested per management discretion to document the details of the investigation and assess if there are any contributing factors or need for additional actions.